Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5088173) that a (B)(6) year old female underwent breast surgery with mentor memorygel breast implants 325cc and experienced bilateral autoimmune disorder and rupture on the left side post-operational. Symptoms included brain fog, digestive issues, rashes, blurred vision, tinnitus, raynauds syndrome, melasma, fatigue, anxiety, joint pain, inflammation, vitamin d deficiency and hormone imbalance. As a result the patient underwent bilateral device removal on (B)(6) 2019. This report is for the right side.